Event description:
It was reported that the atrial arrhythmia burned alert was triggered and occasional atrial undersensing was seen during an atrial arrhythmia. No adverse patient effects were reported. The device remains implanted.